Manufacturer narrative:
Investigation: one photo and eleven 1ml syringes were received and visually evaluated (p/n 309628). Ten syringes were in fully sealed blister packs with five confirmed to be from batch #7300855 and five confirmed to be from batch #8164893. One syringe was loose with a red tip cap and was observed to have 0.01ml of clear fluid. No visual defects were observed in any of the received samples. Device history record review for batch #7300855 (p/n 309628): release date: 11/29/2017. Released quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Device hisotry record review for batch #8164893 (p/n 309628): release date: 6/24/2018. Released quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8164893 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs were reviewed for any potentially related issues with no related issues found. Based on the information available today potential root cause for the reported defect could not be attributed to the syringe manufacturing process at this time.

Event description:
It was reported that 26 syringes 1ml ll w/o dn experienced foreign matter contamination.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 26 syringes 1ml ll w/o dn experienced foreign matter contamination.